Manufacturer narrative:
The 3-spike disposable set involved has been returned to belmont for evaluation; the investigation is ongoing. The user facility was unable to provide the lot number of the set, therefore review of a specific library/retain sample and batch record information is not possible. Without results of the investigation or a lot number to evaluate, a root cause cannot be determined at this time. It was reported that the disposable set was replaced without incident; there was no injury to the patient. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that there has been no trend identified for this issue. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies' sales representative received a report from the user that when the staff hung blood it was noted that the 3-spike disposable set was leaking from the tubing. The set was replaced without incident.